Event description:
The facility representative reported a colleague infusion pump with "16:336:936:0000 failure code". The reported condition occured during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 16:336:936:0000 was confirmed but not duplicated. The assignable cause could not be determined; however the user interface module printed circuit board was replaced as a precaution. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "fc 16:336:936:0000". (B)(4)